Event description:
Customer reported the insulin pump alarmed no delivery. Customer stated he had tubing in his pocket and maybe that is why it wasn't delivering. Customer's blood glucose was 279 mg/dl. Fixed prime was performed and insulin did exit. Customer was unable to remove the site to examine the cannula. Customer was advised issue was possibly due to a bent cannula or site/set occlusion. Customer was advised to do complete set change as soon as possible. Customer was at work. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.